Event description:
It was reported that customer experienced cgm error during use of integrated system. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, error did not recur after reset, and customer successfully started new sensor session with no further issues reported.